Manufacturer narrative:
Literature citation: dombovy-johnson ml, d'souza rs, thuc ha c, hagedorn jm. Incidence and risk factors for spinal cord stimulator lead migration with or without loss of efficacy: a retrospective review of 91 consecutive thoracic lead implants. Neuromodulation. 20 21.10.1111/ner.13487 literature summary: the authors reported that lead migration after spinal cord stimulator (scs) implant is a commonly reported complication and the most common reason for revision surgery in cases of loss of efficacy. The primary aims of this study were to describe the incidence and degree of lead migration in the subacute postoperative period after scs implant and to report potential risk factors for lead migration. It was concluded that in the subacute postoperative period after scs implant, the majority of scs leads migrated caudally with an average of two lead contacts. Age/date of birth: this value is the average age of the patients reported in the article as specific patients could not be identified. Sex: this value reflects the sex of the majority of the patients reported in the article as specific patients could not be identified. Date of event: please note this date is based off of the article¿s acceptance date as the specific event date was not provided in the published literature. It was not possible to ascertain specific device information from the article or to match the reported events with previously reported events. Correspondence has been sent to the author of the article inquiring about individual patient information and additional information regarding the reported events. Concomitant medical products: product ID: neu_ins_stimulator, lot# unknown, product type: implantable neurostimulator. Product ID: neu_unknown_lead, lot# unknown, product type: lead. Other applicable components are: product ID: neu_ins_stimulator, serial/lot #: unknown, ;product ID: neu_unknown_lead, serial/lot #: unknown, (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Reported events: 1. 161 percutaneous scs leads were found to have migrated; 157 caudally and 4 cephalad. It was noted the leads were initially placed with lead tips in the thoracic spine and that postoperative imaging was obtained within 20 days of implant. 2. 1 device implant case was aborted due to being unable to advance the lead during placement. No further complications were reported or anticipated. Please see attached literature article. Please see regulatory report #2182207-2021-01945 for the serious injuries reported from the attached article.